Event description:
Baxter reported that the minicap was loose. Although the pt twisted the minicap firmly, it came off and led the tip to be contaminated. There was no pt injury or medical intervention reported.

Manufacturer narrative:
.